Event description:
In (B)(6), the end user reportedly cut her ankle on a component of the power wheelchair during a transfer from the chair. The cut became infected but eventually healed, resulting in a scar. The extent of medical intervention sought, if any, is unknown.